Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfrf908 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported (B)(6) 2022 perform infusion therapy in accordance with the doctor's order, and during the indwelling needle of the disposable implantable drug delivery device, the catheter and the connector connection are separated without infusion.